Event description:
The doctor claims that the graft was implanted for a bypass procedure. After the graft placement procedure, it was noticed that the pt had no distal pulse. The pt was reopened to declot the graft. The procedure outcome was successful. The graft was left in. The pt's condition is fine. Note: the procedure date is unknown at this time and has been estimated for reporting purposes only.